Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019. The patient underwent a right knee revision due to pain, recurrent effusion, adhesions, and tibial tray loosening at the cement to implant interface. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.